Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: angled glidewire sheath: 6fr destination, other: navicross crossing catheter. The analysis was performed by asahi intecc. Co. Ltd: investigation of the grand slam guide wire could not be conducted as it was unavailable. Although device investigation and lot history review of the subject grand slam guide wire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Based on the provided information, it was inferred that the reported vessel perforation was related to the anatomical condition and wire manipulation technique. (B)(4).

Event description:
It was reported that the patient presented with significant stenosis, occlusive thromboembolism, and critical limb ischemia in the left distal popliteal artery. A 6fr non-abbott sheath was advanced via right common femoral access, followed by advance of an angled non-abbott guide wire (with the aid of a non-abbott crossing catheter). A 0.014 asahi grand slam guide wire was then advanced to the left peroneal artery. Thrombectomy and angioplasty were performed to treat the pre-existing thromboembolism, however, the angioplasty resulted in distal embolization of thrombus in the posterior tibial and peroneal arteries; thus, thrombectomy was then performed in these vessels. A perforation in the left peroneal artery was then noted and was unable to be sealed with prolonged balloon inflation, and the peripheral vascular stents available were too large to deploy at this vessel site. In the opinion of the physician, the perforation was likely caused by a wire and it is possible that use of the grand slam guide wire may have contributed to this perforation. There were no device issues with the grand slam guide wire. Reportedly, the patient was elderly, not a candidate for surgical repair, and the bleeding would be nearly impossible to find or control secondary to the location. Thus, a 2.8 x 19 mm rx graftmaster covered stent system was advanced and the stent was deployed at 13 atmospheres, successfully sealing the perforation without adverse patient sequelae. No additional information was provided.